Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including surgeries on (B)(6) 2011 and (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 10/10/2008 and a monarc device was implanted, due to vaginal vault prolapse, and stress urinary incontinence [product: monarc lot #:564382036]. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, fistulae, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal; laparoscopic ileostomy on (B)(6) 2011, due to rectovaginal fistula.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystoscopy, urethrolysis, posterior colporrhaphy, enterocele repair and sacrospinous ligament vault fixation with mesh augmentation due to vaginal vault prolapse, stress urinary incontinence, cystocele, rectocele, and vault prolapse. The patient experienced pain, erosion, infection, bowel problems, fistulae, bleeding, neuromuscular problems and vaginal scarring. On (B)(6) 2011, the patient had mesh revision surgery due to urinary incontinence, prolapse, rectal and vaginal erosion, actinomyces infection on colon biopsy and recurrent stress urinary incontinence. On (B)(6) 2011, the patient had laparoscopic ileostomy due to rectovaginal fistula status post mesh revision. On (B)(6) 2011, the patient had complex repair of rectovaginal fistula with mesh removal and an omental pedicle graft due to rectovaginal fistula, mesh erosion and pelvic inflammation. On (B)(6) 2012, the patient had laparotomy with bowel resection, retrovaginal fistula, lysis of adhesions, takedown of ileostomy and laparoscopy for ablation of vaginal granulation tissue due to obstruction and abdominal pain. On (B)(6) 2013, the patient had laparoscopic surgery for lysis of adhesions, paravaginal repair along with cystoscopy. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, loss of bladder control, bulge in perineum, and urgency.

Event description:
It was reported that following insertion the patient experienced urinary frequency, nocturia, loss of bladder control, bulge in perineum, and urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.